Event description:
The customer called to report that the insulin pump has not alarmed no delivery when she's not receiving insulin. The customer sometimes has issues with the infusion sets being partially removed from the site, and doesn't know that she's not getting insulin until her shirt is wet with insulin or her blood glucose levels are high. Advised the customer that the high pressure test could be conducted to make sure that the no delivery alarm works, but the customer didn't have a tubing clamp. A tubing clamp was mailed to the customer, and she was advised to call back to conduct the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.